Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal bleeding ( general )") in a 29-year-old female patient who had essure (batch no. A50514) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: progesterone and depo provera. Concurrent conditions included obesity. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)/ during intercourse"), alopecia ("hair loss") and weight increased ("weight gain"). In 2015, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual cycles"), back pain ("severe back pain"), hypersensitivity ("allergic reactions"), adverse event ("abnormal symptoms"), vaginal haemorrhage ("abnormal bleeding vaginal"), progesterone decreased ("hormonal changes- describe: progesterone pill that she prescribed everyday for low hormone"), abdominal pain upper ("stomach pain"), vulvovaginal pain ("vaginal pain") and libido decreased ("decreased libido"). The patient was treated with surgery (patient underwent a bilateral salpingectomy and/or hysterectomy to remove the essure) and surgery (underwent ablation). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea and libido decreased had resolved, the back pain, fatigue, hypersensitivity, adverse event, tooth disorder, progesterone decreased, dyspareunia, abdominal pain upper and vulvovaginal pain outcome was unknown and the alopecia and weight increased was resolving. The reporter considered abdominal pain, abdominal pain upper, adverse event, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, libido decreased, menorrhagia, progesterone decreased, tooth disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient sought medical attention from her health care providers for the forgoing symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: confirming full occlusion of fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal bleeding ( general )") in a 29-year-old female patient who had essure (batch no. A50514) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: progesterone and depo provera. Concurrent conditions included obesity. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)/ during intercourse"), alopecia ("hair loss") and weight increased ("weight gain"). In 2015, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual cycles"), back pain ("severe back pain"), hypersensitivity ("allergic reactions"), adverse event ("abnormal symptoms"), vaginal haemorrhage ("abnormal bleeding vaginal"), progesterone decreased ("hormonal changes- describe: progesterione pill that she prescribed everyday for low hormone"), abdominal pain upper ("stomach pain"), vulvovaginal pain ("vaginal pain") and libido decreased ("decreased libido"). The patient was treated with surgery (patient underwent a bilateral salpingectomy and/or hysterectomy to remove the essure) and surgery (underwent ablation). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea and libido decreased had resolved, the back pain, fatigue, hypersensitivity, adverse event, tooth disorder, progesterone decreased, dyspareunia, abdominal pain upper and vulvovaginal pain outcome was unknown and the alopecia and weight increased was resolving. The reporter considered abdominal pain, abdominal pain upper, adverse event, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, libido decreased, menorrhagia, progesterone decreased, tooth disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient sought medical attention from her health care providers for the forgoing symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 18-oct-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, other relevant history updated. Essure lot number, indication female sterilization was added. Events were clubbed with previously reported events. Events: abnormal bleeding vaginal, dental problems, hormonal changes- describe: progesterione pill that she prescribed everyday for low hormone, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse)/ during intercourse, hair loss, weight gain, normal bleeding ( general ), stomach pain, vaginal pain, decreased libido were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') and genital hemorrhage ('abnormal bleeding ( general ) in a 29-year-old female patient who had essure (batch no. A50514) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: progesterone and depo provera. Concurrent conditions included obesity. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital hemorrhage (seriousness criteria medically significant and intervention required). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)/ during intercourse") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In 2015, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("heavy menstrual cycles"), back pain ("severe back pain"), hypersensitivity ("allergic reactions"), adverse event ("abnormal symptoms"), vaginal hemorrhage ("abnormal bleeding vaginal"), abdominal pain upper ("stomach pain"), vulvovaginal pain ("vaginal pain") and libido decreased ("decreased libido") and was found to have progesterone decreased ("hormonal changes- describe: progesterone pill that she prescribed everyday for low hormone"). The patient was treated with surgery (patient underwent a bilateral salpingectomy and/or hysterectomy to remove the essure and underwent ablation). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital hemorrhage, heavy menstrual bleeding, vaginal hemorrhage, dysmenorrhoea and libido decreased had resolved, the back pain, fatigue, hypersensitivity, adverse event, tooth disorder, progesterone decreased, dyspareunia, abdominal pain upper and vulvovaginal pain outcome was unknown and the alopecia and weight increased was resolving. The reporter considered abdominal pain, abdominal pain upper, adverse event, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital hemorrhage, heavy menstrual bleeding, hypersensitivity, libido decreased, progesterone decreased, tooth disorder, vaginal hemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient sought medical attention from her health care providers for the forgoing symptoms: both sides- 3-5 coils noted after deployment. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Hysterosalpingogram - on(B)(6) 2013: results: confirming full occlusion of fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2021: mr received : reporter added, rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') and genital haemorrhage ('abnormal bleeding ( general )') in a 29-year-old female patient who had essure (batch no. A50514) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: progesterone and depo provera. Concurrent conditions included obesity. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)/ during intercourse") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In 2015, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("heavy menstrual cycles"), back pain ("severe back pain"), hypersensitivity ("allergic reactions"), adverse event ("abnormal symptoms"), vaginal haemorrhage ("abnormal bleeding vaginal"), abdominal pain upper ("stomach pain"), vulvovaginal pain ("vaginal pain") and libido decreased ("decreased libido") and was found to have progesterone decreased ("hormonal changes- describe: progesterone pill that she prescribed everyday for low hormone"). The patient was treated with surgery (patient underwent a bilateral salpingectomy and/or hysterectomy to remove the essure and underwent ablation). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, heavy menstrual bleeding, vaginal haemorrhage, dysmenorrhoea and libido decreased had resolved, the back pain, fatigue, hypersensitivity, adverse event, tooth disorder, progesterone decreased, dyspareunia, abdominal pain upper and vulvovaginal pain outcome was unknown and the alopecia and weight increased was resolving. The reporter considered abdominal pain, abdominal pain upper, adverse event, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, libido decreased, progesterone decreased, tooth disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient sought medical attention from her health care providers for the forgoing symptoms. Both sides- 3-5 coils noted after deployment. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: confirming full occlusion of fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2021: mr received : reporter added, rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') and genital hemorrhage ('abnormal bleeding ( general ) in a 29-year-old female patient who had essure (batch no. A50514) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: progesterone and depo provera. Concurrent conditions included obesity. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital hemorrhage (seriousness criteria medically significant and intervention required). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping). In 2014, the patient experienced fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)/ during intercourse") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In 2015, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("heavy menstrual cycles"), back pain ("severe back pain"), hypersensitivity ("allergic reactions"), adverse event ("abnormal symptoms"), vaginal hemorrhage ("abnormal bleeding vaginal"), abdominal pain upper ("stomach pain"), vulvovaginal pain ("vaginal pain") and libido decreased ("decreased libido") and was found to have progesterone decreased ("hormonal changes- describe: progesterione pill that she prescribed everyday for low hormone"). The patient was treated with surgery (patient underwent a bilateral salpingectomy and/or hysterectomy to remove the essure and underwent endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, heavy menstrual bleeding, vaginal hemorrhage, dysmenorrhoea and libido decreased had resolved, the back pain, fatigue, hypersensitivity, adverse event, tooth disorder, progesterone decreased, dyspareunia, abdominal pain upper and vulvovaginal pain outcome was unknown and the alopecia and weight increased was resolving. The reporter considered abdominal pain, abdominal pain upper, adverse event, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital hemorrhage, heavy menstrual bleeding, hypersensitivity, libido decreased, progesterone decreased, tooth disorder, vaginal hemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient sought medical attention from her health care providers for the forgoing symptoms. Both sides- 3-5 coils noted after deployment. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: confirming full occlusion of fallopian tubes. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 29-nov-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), fatigue ("fatigue"), hypersensitivity ("allergic reactions"), weight increased ("weight gain"), menorrhagia ("heavy menstrual cycles") and adverse event ("abnormal symptoms"). The patient was treated with surgery (patient underwent a bilateral salpingectomy and/or hysterectomy to remove the essure). Essure was removed in (B)(6) 2017. At the time of the report, the abdominal pain, back pain, fatigue, hypersensitivity, weight increased, menorrhagia and adverse event outcome was unknown. The reporter considered abdominal pain, adverse event, back pain, fatigue, hypersensitivity, menorrhagia and weight increased to be related to essure. The reporter commented: patient sought medical attention from her health care providers for the forgoing symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirming full occlusion of fallopian tubes company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.